Event description:
A report was received that the patient¿s ipg would not hold a charge. The patient will undergo a replacement procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient¿s ipg would not hold a charge. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. It was also reported that the patient had difficulty connecting the remote control (rc) to the ipg. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.